Manufacturer narrative:
(B)(4). Batch # unk. Additional information was provided: the procedure should be thoracoscopic radical resection of right lobe carcinoma. Additional information was requested and the following was provided: regarding "after fired, noted some staples malformed . Changed another seven to use": could you please clarify if products codes presented same issue (ecr60b) ecr60b-malformed staples. If yes, please clarify how many times the issue was found on each product code? Unk. If not, please provide more details for device malfunction: ¿ ecr60b. Unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, when severing lung lobe tissue, after fired, noted some staples malformed. Changed another seven to use . They still had the same problem. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.